Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 138.5 cm from the proximal end. The pusher assembly was fractured approximately 139.5 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was detached from its pusher assembly inside its introducer sheath. Conclusions: evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock and pusher assembly kinks. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the packaging coil lp may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink in the pusher assembly may result. During the functional test, resistance was encountered while attempting to advance the packaging coil lp from its returned position. The packaging coil lp was retracted from its pusher assembly and was attempted to be re-sheathed properly. However, resistance was encountered due to the kink in the pusher assembly, and the device could not be re-sheathed and functional testing could not be continued. Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock and a pusher assembly fracture. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the ruby coil lp may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink and subsequent fracture may result. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number 1.3005168196-2020-01528.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01528.

Event description:
The patient was undergoing a coil embolization procedure using packing coil lps and ruby coil lps. During the procedure, the physician was unable to advance a packing coil lp and ruby coil lp within their introducer sheaths; therefore, they were removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.